Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) system was evaluated in the emergency department. Pauses were observed on the monitor and the patient experienced lightheadedness during them. The health care professional (hcp) was not able to provide the length of these pauses to boston scientific technical services (ts). The hcp stated that an external pacemaker was placed on this patient. This right ventricular (rv) lead was suspected to exhibit loss of capture (loc). Additionally, impedance measurements were found to be trending upward since june 2023 but still within normal limits. Boston scientific technical services (ts) advised the hcp to contact a field representative for further evaluation. No additional adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) system was evaluated in the emergency department. Pauses were observed on the monitor and the patient experienced lightheadedness during them. The health care professional (hcp) was not able to provide the length of these pauses to boston scientific technical services (ts). The hcp stated that an external pacemaker was placed on this patient. This right ventricular (rv) lead was suspected to exhibit loss of capture (loc). Additionally, impedance measurements were found to be trending upward since june 2023 but still within normal limits. Boston scientific technical services (ts) advised the hcp to contact a field representative for further evaluation. Further information was received that this lead exhibited high out of range pace impedance measurements resulting in a lead safety switch from bipolar to unipolar configuration. No additional adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) system was evaluated in the emergency department. Pauses were observed on the monitor and the patient experienced lightheadedness during them. The health care professional (hcp) was not able to provide the length of these pauses to boston scientific technical services (ts). The hcp stated that an external pacemaker was placed on this patient. This right ventricular (rv) lead was suspected to exhibit loss of capture (loc). Additionally, impedance measurements were found to be trending upward since on (B)(6) 2023 but still within normal limits. Boston scientific technical services (ts) advised the hcp to contact a field representative for further evaluation. Further information was received that this lead exhibited high out of range pace impedance measurements resulting in a lead safety switch from bipolar to unipolar configuration. No additional adverse patient effects were reported. At this time, this device system remains in service. Additional information was received that this lead is suspected to be fractured. The crtp is due for a generator change soon due to elective replacement indicator (eri). There was some discussion about not changing this rv lead given that this patient is over 100 years old. Technical services (ts) discussed the potential issues with that given that this patient is 100% paced. It was also noted that the impedance rise was gradual over this past year and is currently greater than 3000 ohms. High capture thresholds were also observed. Ts discussed calcification as the probable root cause of the reported observations. The field representative also reported that during an in-clinic interrogation, the patient lost consciousness and began to seize during rv threshold testing. External electrocardiogram (ECG)was connected but documentation of loss of capture (loc) was not captured on the 12 lead ECG. The patient was in a wheelchair at the time of the testing. No additional adverse patient effects were reported. This lead remains in service.